Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the flow rate test, low. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d3: the device serial number initially reported is incorrect, the correct serial number is (B)(6). Additional information h3, h6 and h10:the device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem 'failed flow rate test low' was confirmed during evaluation. The device failed a flow accuracy test with -7.02% accuracy error for 125ml/hr rate , result is out of spec as it is out of the +/- 5% accuracy error. Evaluation determined the assignable cause to be an out of adjustment pressure plate. The pressure plate was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.